Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, guidewire broke and a piece of it remained attached to du stent in patient kidney. It was reported something went wrong during the surgery and it could be a misuse from the end-user. At first it was reported that stent wasn't released from the pusher and after that it was mentioned that while taking the guidewire out, it couldn't be removed and the stent had to be taken out as well.